Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflation unit exhibited the following: when attempting to start a kidney transplant operation, the insufflation unit was able to power up, but 1-2 minutes after starting air supply, the display and leds went off, a keypad sounded, and an alarm sounded (no error code). The unit was restarted, but when air supply was started again, 1-2 minutes after the display and leds went off, a keypad sounded, and an alarm sounded, making it unusable. When restarting for the second time, the trolley that already had another unit of the same type on it was moved and immediately switched to that unit. The switchover took about 1 minute 30 seconds . After rechecking the operation, the procedure was completed without incident, with no health damage to the patient, and no additional anesthesia was administered. The procedure was delayed about 10 minutes in total.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was estimated that the error was detected in the pressure sensor on the printed circuit board, and the air feeding the operation was stopped while the alarm sounded. Thus, the led other than the power supply was turned off hence resulting in the delayed device replacement and procedure. However, although a definitive root cause could not be identified, it was confirmed that the event indicated may have occurred due to the malfunction of printed circuit board. Olympus will continue to monitor field performance for this device. Additional information: b5.

Event description:
Additional information: the event occurred during a therapeutic kidney transplant procedure and the procedure was completed with a similar device.